Manufacturer narrative:
The pod was received partially deployed. The slide insert and linkage assembly were fully retracted however, the formed needle was visible through the soft cannula. Upon opening the pod it was discovered that the needle was incorrectly installed. The needle was unable to retract due to the incorrect installation. The formed needle was found to bent. It could not be determined when the damage to the formed needle occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.